Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that customer is confident that pump is working properly and low blood glucose levels are due to her body acting up. Troubleshooting performed and pump appeared to be operating normally